Event description:
In 2005, the lay user/pt contacted lifescan and alleged that the casing on her one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist called and spoke with the pt on the following day, who provided additional info. The pt was not able to test her blood glucose due to the casing on her lancing device being cracked/broken for "almost a month". She was not experiencing any symptoms during the time she was unable to check her blood glucose. She is on a "diabetic diet" regimen and does not take any oral or insulin medications. Three days earlier, she visited her dr on a scheduled appointment and her blood glucose was checked on the dr's meter with a result of "over 300" mg/dl. She was given a shot of insulin and kept there "until it went down". At the time of troubleshooting, it was verified that this was not a new product. The pt's sample collection technique was reviewed to be correct and she was using the product according to instructions. The pt was not able to test her blood glucose due to the lancing device issue and received insulin treatment for high blood glucose. This complaint is reported as an adverse event. A replacement lancing device was sent to the lay user/pt.